Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Product image review: submitted images appear to display instrument tip puncture. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the surgery, after the balloon was inserted in the patient through the trocar, the surgeon wanted to dilate the balloon but there was no reaction of the balloon via x-ray to see. So the balloon was put out and checked with water and a hole was noticed at the tip of the balloon.